Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. The patient was enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.